Event description:
Nurse electively extubated her pt to ncpap. Pt placed on airlife CPAP driver. It was functioning at first, but then it began powering down and restarted three times. The device was removed from pt and replaced with another one.